Event description:
The user facility reported a 76-year-old male with unknown race and ethnicity with cardiomyopathy was implanted with an impella for mechanical circulatory support. Pump stopped in the cath lab and started again. The pump was not replaced and the motor current was noted to be in normal range. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported pump stop has been completed. Neither the pump nor data logs were returned for evaluation. Additionally, sufficient clinical information was not provided. Therefore, the exact root cause of the pump stop could not be determined. The instructions for use states ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿